Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the sense/pace portion of the lead was capped and the defib portion remains active. The ICD analysis reported that the lead was damaged and caused a battery rain in the ICD. Review of stored egms showed multiple charges due to noise.